Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported a few hours after implantation the sensor pressure rose, however, the clinical symptoms of the pt did not change. As a result the sensor was revised.